Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory patient alert. Upon device interrogation, high, out of range, pacing lead impedance and noise were observed. The lead was explanted and replaced. The issue persisted. The ICD was replaced at a subsequent surgery and the issue was resolved.